Event description:
This report was received from (B)(4) and is a spontaneous report by a nurse from (B)(6) of peritonitis and fatal septicemia in a female patient coincident with dianeal pd2 unknown therapy for ambulatory peritoneal dialysis (apd). Dianeal pd2 unknown therapy was ongoing until the time of the patient's death. On (B)(6) 2011, the patient was hospitalized for peritonitis. The treatment provided for the peritonitis was unknown. On (B)(6) 2011, during hospitalization, the patient died due to fatal septicemia. The outcome for the peritonitis was unknown and it was not reported if an autopsy was performed. The nurse stated that the event of fatal septicemia was unrelated to dianeal therapy. A causality statement for the event of peritonitis was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of the reported condition of peritonitis is undetermined.